Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller card. System operates as intended.

Event description:
Customer reported the video image is occasionally white but can be opened correctly after the unit is switched on again, and images are occasionally bright after a few days. No pt injury was reported.